Event description:
Unit found in bedshop to have stuck switches on right siderail.

Manufacturer narrative:
Found switches stuck due to fluid ingress. Replaced ucm; safety and function checked. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.